Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.